Event description:
A physician reported a pt who was treated into the periorbital areas on 29 august 1997. On 09 september 1997 the pt developed an inflammatory reaction at the treatment sites. On 26 september 1997, the physician prescribed topical and intramuscular corticoids which were ineffective.